Event description:
No additional event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. The product was returned opened but unused in the tyvek tray. Visual inspection confirmed a flaky white debris on the tubing of the device. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection and therefore does not meet packaging standards. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: japan. E1: telephone: (B)(6).

Event description:
It was reported that during the surgery, it was found that there were the foreign substances which looks like a white powder inside of the sterile tray when the nurse opened the package. No information on surgical delay was provided. No serious injury occurred. Due diligence is complete as no additional information was noted.